Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history indicated that rebooting had occurred. The pump was able to power on properly and was exercised for 24 hours with no issues. While powered on, the pump was shaken and a re-boot occurred. The pump was opened and a circuit board component was discovered to be loose causing a short circuit.

Event description:
The patient's mother reported that the pump rebooted multiple times without user intervention. The patient tried changing the battery, but the issue persisted.